Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to confirm capture of the right ventricular (rv) lead. It was also noted that the right atrial (ra) lead exhibited possible oversensing. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.